Event description:
It was reported that following a successful coil embolization procedure of the basilar artery, the patient¿s condition worsened related to ischemia caused by embolism, location of embolism is unknown. The patient was discharged with improved condition with moderate disability. No further information is available.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Ischemia, embolism and disability are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication..